Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported code blue event or the patient's outcome could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The submitted log files were reviewed and found that the controller event log file did not contain data on (B)(6) 2026 as it had been overwritten with new events per design. Changes to the pump speed and low speed limit were noted on (B)(6) 2026, and the system appeared to be operating as intended at the set speed. There were no notable findings. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. It was reported that an autopsy would not be performed and the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document rev. D, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 1 also provides an explanation of all pump parameters, including speed, flow, and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, document rev. A, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had code blue on (B)(6) 2026. Log files were provided for review. No unusual events were found. Additional information mentioned that the patient passed away on (B)(6) 2026. The outcome was considered device or therapy related. The device operated as expected. No autopsy was performed.